Event description:
Per parent, the child tore the safety sheet fabric and escaped through the tear. Per parent, the damage occurred in the center of the sheet, and the elopement only occurred once. Per parent, they did not notice the tear until after the elopement. One (1) picture was provided of the safety sheet. In the picture, there are two sewn areas along the length of the safety sheet, showing where the tears were sewn together by the parent(s). Per parent, they repaired (sewed) the tear to prevent further elopement. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical advised the complainant to discontinue use of the bed until a resolution is completed. Sensory medical requested return for examination of the damaged safety sheet. The product was returned on 05/26/2026 and was evaluated by sensory medical. The reported issue of a torn safety sheet is confirmed. Sensory medical provided a replacement safety sheet, cloth cover, and hardware set to the parent. 240823m28 is the lot of the safety sheet. Review of manufacturing records confirms all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "Openings in and between bed parts can entrap the head and the neck." Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." Page 5 contains a parts list, which includes the locks and safety sheets. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers. On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.